Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 8, strip code: 8, strip storage: good condition, stored correctly. Symptoms: weak. A patient reported that patient drove to the restaurant and fell unconscious behind the wheel and an ambulance took the patient to the hospital and was admitted for the day. The patient's meter allegedly was inaccurately low. The results on the patient's meter were 36mg/dl and 45 mg/dl. The result on the hospital meter is unknown. The time difference between patient's meter and hospital meter was unknown. The patient was given some orange juice at the hospital. No further information has been reported.